Event description:
The catheter did not fit through the 17 gauge needle provided on the tray. Three different anesthesiologists reported having to open several trays to find a catheter that would fit.